Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk.

Event description:
It was reported that during an unknown procedure, the users found a white thing on the liver and it was insulation from the device. No further information is known at this time. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information received: please describe how the piece was removed from the patient? With grasped is the device available for return? Yes. Is the piece returning with the device or was it disposed of? Returning. What was the condition of the patient following the procedure stable, discharged, critical please explain. Info not provided. Please submit the complaint report. Will do. We received an image to review for this analysis. The instrument was not returned. This analysis is only associated with the pictures provided by the account. A review of the image shows what appears to be a harmonic lap 5mm shear 36cm (har36). The photos show a device that appears to have been used in surgery, and has a detached white teflon tissue pad. Based on the photos alone, a possible cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.